Event description:
It was reported that the infusion set was leaking at the headset on several occasions over the past 5-6 months, resulting in hyperglycemia with glucose levels of 300-350 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.